Manufacturer narrative:
A sample was received to perform an investigation. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. A visual inspection of the returned extension set was performed from a distance of 12 inches under normal conditions of illumination. No discrepancies were found. Functional testing was done to replicate the failure. Samples were taken from inventory and solvent applied between the tube and filter. Testing of these samples detected leaks. It was determined that the most probable cause of the failure was that production personnel did not apply solvent properly. Training of production personnel occurred to reinforce the solvent application. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Report source - foreign: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd extension set leaked. It was reported that when performing priming of it, the patient noticed fluid (tap water) was leaking from it. No adverse patient effects were reported.